Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lock broken off on ventricular output connector. Upper and lower cases, both bail covers, and battery drawer are broken. One main printed circuit board screw is incorrect. Battery contacts are compressed. Heart wire contacts are contaminated. One bail and ring are bent. Keyboard is scratched; lock and on keys are worn. Serial number label is torn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular input connector. The epg was returned for service. No patient involvement was reported.